Event description:
It was reported that multiple instances of high, out of range pacing impedance (>2500 ohms) were noted from a competitor's right ventricular (rv) lead. All other electrical measurements were stable and within range. The patient is expected for a follow up appointment in august to assess the rv lead integrity in clinic. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.